Manufacturer narrative:
The suspect probe was returned to the manufacturer for evaluation. Testing found that there were impact marks at the back end leading to fit issues with the tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the tip of the thoracic probe was deformed when using the instrument on patient. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.